Manufacturer narrative:
It was reported that the fico2 value was 2-3 mmhg from the start of the surgery and that the fico2 rose to 10 mmhg during the surgery. The co2 absorber, water trap and sampling line were replaced during the case which according to the received information solved the issue. The duration of the fico2 level at about 10 mmhg is unknown. Logs were not provided and no parts were returned. Replacing the above parts solved the reported issue. All these parts are to be replaced regularly. The co2 absorber is exchanged when exhausted and an increase in measured fico2 is an indication that the co2 absorber is exhausted and needs to be exchanged. The water trap is replaced according to hospital routines or at least once a month. The sampling line is replaced after each patient if no filter is used at the y-piece. The conclusion is that the replacement of the above parts solved the reported failure.

Event description:
Manufacturer's reference #: (B)(4).

Event description:
It was reported that the anesthesia workstation measured a higher fico2 level than expected. There was no patient harm. (B)(4).